Manufacturer narrative:
Siemens tested ten cartridges of returned product from lot 0011082 with a control range of: alb 27.90 / cre 398.30 mg/g. All results were recorded and compared to expected results. All microalbumin and creatinine results were within expected ranges. Batch records and shift notes were also reviewed for any issues relating to this complaint. Batch records and shift notes did not indicate any issues related to this complaint and the certificate of analysis indicates that the lot in use at the time of the event performed to specification at the time of manufacturing release. No product problem identified.

Event description:
Customer stated that discrepant low microalbumin and creatinine results were obtained when compared to another dca system. The issue occurred with two different samples. There is no report of harm due to this event.

Manufacturer narrative:
Siemens has requested more information for further investigation. The cause of this event is unknown.